Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an "x" displayed on the pump icon upon opening the perfusion screen. The display of the pump was no turned on at the time the perfusion screen was opened. Upon re-opening the perfusion screen, the "x" did not appear. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.